Event description:
Additional information received from the healthcare professional reported that the serial number of the device implanted in 2000 was unknown. It was unknown what the cause of the lack of therapeutic effect was, the patient did not complain. It was unknown if any troubleshooting or diagnostics were performed.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that ever since the patient got the implantable neurostimulator (ins), she had had nothing but problems. The ins was never effective, reprogramming did not resolve the issue, and it was removed. The ins was implanted to help with the patient's neck and back but it had only helped with her sides and legs. The patient broke her back and neck in the past. There were no patient symptoms or outcome reported. The indication for therapy was failed back surgery syndrome and spinal pain. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.